Manufacturer narrative:
A fragment of the abutment was blocked inside the implant. The practitioner used the rescue kit but she failed to remove the broken abutment. That is why, ultimately the practitioner decided to remove the implant. After asking, the broken abutment was returned to us. Despite our research and requests, no information could be recovered to analyze the manufacturing process of the abutment, and we are unable to identify the pillar's part number. The practitioner doesn't have the traceability of the abutment. The abutment was placed the (B)(6) 2012 and broke in the mouth the (B)(6) 2018. The practitioner did send us a panoramic radio. We analyzed it, and the prosthetic construction seems normal, with no sign of passivity. Breakage may be the result of repeated excessive force exerted on the prosthesis.(B)(4).

Event description:
A fragment of the abutment was blocked inside the implant. The practitioner used the rescue kit but she failed to remove the broken abutment. That is why, ultimately the practitioner decided to remove the implant.